Event description:
Reportedly, the numeric keypad is not displyed.

Manufacturer narrative:
The investigation of the subject device did not confirm the reported event. The programmer software is smartview version 3.16. The keyboard appears normally. The most probable explanation is that windows doesn¿t detect correctly the focus on the input element. The workaround is to click on another part of the screen and try to click again on the input element to pop-up the virtual keyboard. Since the subject programmer has been sent to microport investigation center, it will follow the normal workflow of repair and will return back to the field. No general malfunction is suspected on the subject device. This case is retained and utilized for trend purposes.